Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04933. It was reported the patient was experiencing left leg pain and numbness. The physician was notified and the patient was sent to the emergency room. It was reported the patient was able to move her legs, but had pain and numbness. Prior to the scs system implant, the patient had pain and weakness, but not numbness. A CT myelogram was performed and there was no evidence of bleeding or a hematoma in the epidural space. It was reported the patient had been kept at the hospital for observation.